Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the connection site of the syringe pump during continuous renal replacement therapy with an unspecified type of prismaflex set. The drug epoprostenol was used as an anticoagulant. There was no report of patient injury or medical intervention associated with this event. No additional information is available.